Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient collapsed and the cause of the patients death was a cardiac arrest due to the patient heart not being paced by the ipg. On admission to hospital, the patient was then hypertensive and unresponsive and was placed on a ventilator. The patient suffered an anoxic brain injury and developed multi-organ failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a failure of the implantable pulse generator (ipg) which resulted in the patient's death.